Event description:
It was reported that the patient underwent a minimally invasive transforaminal lumbar interbody fusion at l1-2. It was reported the following day that the patient had a left hemothorax. On week post-op it was confirmed that the patient suffered a paraspinal muscle injury. The surgeon commented that the event was not likely caused by the rod inserter but by a surgical knife. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Films supplied for review found: ap, lateral x-ray of tlif at l1/2. Post-op xray and CT show hemothorax on left. Screw position and rod position are satisfactory. Vascular injury during screw placement is the likely cause. The 3d reconstructions provide no additional information.